Manufacturer narrative:
The device was not returned to the manufacturer; however, the customer is certified and approved to perform maintenance evaluations and repairs to manufacturer's products. The customer evaluated the device and confirmed the alleged incident. The caster and the base appeared to be in good shape; however, the screw was missing when it returned back to the customer's office. The device will be repaired by the customer and returned to service. The device was 7 years old at the time of incident and after review of the customer's maintenance records it was determined the wheel assembly was the original component on the device. The wheel assemblies receive constant impact and over time do need to be checked for loosening hardware. No further information has been provided regarding the alleged patient's injuries.

Event description:
Two emt's were wheeling a patient from the hospital to the ambulance. A nurse was also alongside the stretcher holding a bag valve mask ventilating the intubated patient. The stretcher rolled over a seperation in the concrete sidewalk and a "cracking" sound was heard from a wheel allegedly becoming detached from the head end of the stretcher. The stretcher allegedly tipped over, despite reported attempts to slow the fall. It was reported the patient remained strapped to the stretcher but received a laceration to her nose that required stitches and an abrasion to her right wrist. The patient was taken to the ER for evaluation. No further details on the patient have been provided. No injuries were reported by the caregivers.